Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that viscoelastic products were used during surgeries after which three patients experienced unspecified infections. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received further clarified that the patient experienced abrupt vision loss with no pain. Significant fibrin reaction was detected in the anterior chamber. The patient was treated with antibiotics in the office and cultured. Concern was expressed that this may represent streptococcal endophthalmitis which carries a more grave prognosis. Oral steroids were administered. After a vitrectomy was performed as medical intervention, the vision improved to hand motion only.

Manufacturer narrative:
Additional information received makes this report specific to one identified patient who was in contact with the reported viscoelastic product. The patient's status was reported as stable, but with limited vision due to optic neuropathy. The other two previously reported patients were not associated with the viscoelastic product of this report rather, they were only associated with the those products that are concomitant to this report. Additional information has been requested. (B)(4).

Event description:
Additional information was received clarifying that this report is now specific to one identified patient whose condition was reported as stable, but with limited vision due to optic neuropathy. Additional information has been requested.